Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had no past history of alarm going off. The cause of the patient not hearing the alarm was not identified. As an action/intervention taken to resolve the patient not hearing the alarm the pump was refilled. The patient was aware now of what the alarm was and low reservoir alarm goes off every 1 hour per programming. The patient not hearing the alarm had been resolved. A pump refill was completed to resolve the empty pump on 2017 (B)(4). The empty pump and a little pain had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl of an unknown concentration at a daily dose of 16.9 mcg/day and bupivacaine of an unknown concentration at a daily dose of 10.19 mg/day via an implantable infusion pump for non-malignant pain. It was reported that an alarm was occurring for empty pump. The hcp had access to a clinician programmer and an alarm for empty pump was seen on (B)(6) 2017 at 7pm. The patient had missed a refill. The patient reported not hearing the pump alarm. The patient had not heard the pump alarm in the past as well. No symptoms of withdrawal, just a little pain reported by the patient. No further complications were expected or anticipated.